Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump screen looked damage and when trying to switch from the secondary to the primary infusion screen, it went black. During an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was found to have physical damage to screen. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'black screen' was verified as physical damage. The cause of the condition was determined to be physical damage due to external influence. The liquid crystal display (lcd) requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.